Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy due to noise episodes. No externalization was observed, however, damage to the distal portion of the distal coil is suspected. Lead was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 45.0cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.5-9.7cm from the tip electrode. The etfe coating was damage during the surgical procedure at this location. Internal insulation abrasion was noted at 12.0-12.4cm from the tip electrode. The etfe coating was intact at this location. Internal insulation abrasion was noted at 18.7-19.6cm from the tip electrode. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.